Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had not experienced good vision since the surgery. The patient described her vision as having shimmers, with sensations of jiggling, vibrating, and fluttering similar to looking underwater. It was not the eyeball itself, but when her head was held straight, her entire visual field appeared to be jiggling.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.